Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a micro introducer kit. The customer reports that the sheath cracked when physician tried to insert it in to the patient's vein during a closure procedure. The doctor utilized a knife to expand the tissue to insert, but the cracking still occurred. Upon supplier inspection, it appears that a portion of the distal tip had been melted.